Event description:
It was reported that during the implant attempt, the rv lead failed. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual analysis noted that the helix is stretched out of specification. One of four distal conductor filars found fractured at the connector pin areas. Connector pin and remaining attached distal conductor filars are stretched approximately 20cm from manufactured position, tool marks are visible on distal filars at 1.7cm near fracture area. The helix/lobe is distorted/bent and there is blood in/on helix/lobe mechanism. Damaged at implant.